Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. One device was received. Per visual inspection, no physical damage was found on the device. However, the battery contact was deformed on one side. A review of the event history/error log showed there was a record that the pump was stopped, "after resetting the dose given and attempts count the pump was stopped for approximately five (5) hours". Per functional testing, the alarm functioned as intended. The complaint was not confirmed. The most probable cause was the end user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the battery contact and performed functional and delivery tests which passed.

Event description:
It was reported that "alarm did not sound". The nurse stopped the pump with 44.4 ml of drug remaining, reset the number of doses, and started pumping, and left her post, but when she pressed the pca dose it was found that the remaining amount of chemical solution was 44.4 ml, indicating that the pump had not been operating. The pump alarm did not go off. "Nrs was 7 and there was no increase in pain". No patient injury or clinical affects was reported.